Event description:
Approx seven months following the placement of a cypher stent, the pt returned for follow up. Repeat coronary angiography revealed an avulsion type fracture in the angulated mid portion of the stent with in-stent restenosis. No intervention was required. This pt was admitted with an acute myocardial infarction. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Urgent (within 24 hrs.) Cardiac catheterization was performed. Coronary angiography revealed 2 vessel disease. The target lesion is described as an eccentric, moderately tortuous segment of distal left coronary artery. This de novo lesion had angulations of 45-90 and had no calcification or thrombus present. Lesion length was 10-20mm. Timi of 3. It is unknown if the lesion was pre-dilated. A cypher 3.0 x 33mm stent was placed. It is unknown if post-dilation was performed. Highest balloon pressure was 16 atms. There were no procedural complications.